Event description:
The user stated he had two patient samples with erroneous ise results. All initial and repeat testing was performed on (B) (6) 2009. All results are in mmol per l. Initial sodium result was 36, repeat result was 134; initial potassium result was 1.1, repeat result was 4.3. The erroneous initial results were not reported. The repeat results were reported. The field service representative determined there was a pinch in the waste line tubing going from the valve to the waste pump and replaced the tubing. To verify the analyzer performance, he ran an ise performance check and pooled serum without errors.

Event description:
The user stated he had two patient samples with erroneous ise results. All initial and repeat testing was performed on (B) (6) 2009. All results are in mmol per l. Initial sodium result was 46, repeat result was 131; initial potassium result was 1.5, repeat result was 4.2. The erroneous initial results were not reported. The repeat results were reported. The field service representative determined there was a pinch in the waste line tubing going from the valve to the waste pump and replaced the tubing. To verify the analyzer performance, he ran an ise performance check and pooled serum without errors.